Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and high thresholds. Boston scientific technical services (ts) discussed that it could be connection issue or lead dislodgement. Additional information indicated that the rv lead was repositioned which resulted in optimal thresholds. The rv lead remains in service. No additional adverse patient effects were reported.